Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected remotely and confirmed the reported issue. A field service engineer (fse) visited on-site and upon further inspection decided to replace the geometry module. After replacing the geometry module, the system was returned in good working condition and was ready for clinical use. The geometry module was returned for further analysis. Functional testing was performed and confirmed a malfunction of the joystick. The codes were updated based on the investigation outcome.